Event description:
It was reported that the system displayed a generator error which could shut down on its own. No patient injury ws reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.